Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, nurse found that, lens had something on it (unspecified). Additional information has been requested and received stated that there was no patient harm, patient was not hospitalized. The lens was removed and replaced with another lens.

Manufacturer narrative:
Iol returned in two pieces (cut in half) in the lens case. A significant amount of solution is dried on both surfaces of the optic and haptics, what appears to be blood is also dried into the solution. Both haptics are bent. The optic is torn/split-cut, scratched/marked with white particulate-rejectable. The root cause for the reported foreign material could not be determined. The product was subject to handling and the reported complaint was highlighted post implantation. Labs results (see attached) suggests the ¿foreign material¿ is dried salts. The foreign material could not be identified through lab analysis. Based on our investigation results, the origin of the observed ¿foreign material¿ cannot be confirmed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).